Event description:
The customer called and reported receiving a no delivery alarm on the insulin pump while administering a bolus. Customer removed the battery and placed it back in the insulin pump and the display was blank. At the time of no delivery alarm, customer's blood glucose was 337 mg/dl. Customer stated the insulin pump was not bumped, dropped, or exposed to moisture and there were no signs of physical damage. Upon insertion of a new battery, the display did not return. Customer reported that the battery cap was not on the insulin pump correctly. The display returned, customer cleared no delivery alarm out and the customer received a failed battery test alert. Customer was advised to change the infusion set as soon as possible.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.